Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. When the device was powered on, serial number (B)(4) displayed. Review of the device history records for both devices shows the processor printed circuit board belongs to device with serial number (B)(4). A review of the device event history log shows that the device had its processor pcb swapped. This is an indication that the printed circuit board was not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.